Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not make x-rays. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.